Event description:
Pt with h/o cerebrovascular accident since 9/9/95 completed rehab hospitalization. Pt desired peg tube removal. Traction applied, & tube broke off skin level. Bumper was left in the stomach. The peg bumper on anterior wall was removed by snare-egd, removed in endoscopy pt. To home from clinic in stable condition.